Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Based on the information provided, it is unknown whether the device may have caused or contributed to the reported event. The attorney report alleges the composix kugel mesh migrated and the patient experienced complications. The attorney alleged the patient developed and was treated for an infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Medical records have not been provided and it was not reported the mesh as explanted. A review of the manufacturing records was performed including a review of sterility records and there was no evidence of a manufacturing related cause for the reported event. With the currently available information, no conclusion can be drawn.

Event description:
The following was reported by the patient's attorney: on (B)(6) 2006, the patient underwent hernia repair surgery with composix kugel. The attorney alleges since the patient's initial hernia repair surgery, the patient has undergone numerous additional invasive procedures, surgeries, and hospitalizations due to chronic infections, migration of the hernia mesh patch, bowel obstruction, and other serious complications associated with defective mesh. The patient has suffered and continues to suffer from serious injuries, including but not limited to, pain and suffering, physical injuries, disability, significant disfigurement.